Manufacturer narrative:
(B)(4) b5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. As previously reported, data was evaluated and the allegation was undetermined. The probable cause could not be determined via product. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. According to the patient¿s daughter, on (B)(6) 2025 the cgm reading was high. The patient lost consciousness, so his daughter called 911. The paramedics took a bg reading which was 40 mg/dl and treated the patient with intravenous glucose. After the treatment the bg reading increased to 200 mg/dl. The patient was fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.